Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev comp screw lck cap kit, 4.5 x 38mm: (B)(6). 320-20-38 - eq rev comp screw lck cap kit, 4.5 x 38mm: (B)(6). 320-20-46 - eq rev comp screw lck cap kit, 4.5 x 46mm: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 531-20-00 - shldr gps rvrs drill kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 64 yo male patient who had an initial right side anatomic shoulder replacement that had been revised to a reverse due to a poly break, underwent a 2nd revision procedure for an unstable base plate. Due to the bone loss/lysis and metalosis the base plate of the reverse failed to incorporate and the base plate migrated breaking base plate screws. There was also lysis around the stem so everything was removed and replaced with an antibiotic spacer while a custom baseplate could be manufactured. Device breakage was reported as the base plate screws had broken. There was no surgical delays during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. The explanted devices are not available for analysis no device images were provided. No further information. This is 1 of 4 reports for this event. This is 1 of 3 events for this patient.

Manufacturer narrative:
The following sections were updated: h3, h6, h11. Engineering evaluation noted the revision reported was likely the result of insufficient initial fixation of the glenoid baseplate, resulting in baseplate loosening, migration, and compression screw fracture. The cause of the loosening cannot be conclusively determined, but may be related to the reported metalosis, glenoid bone loss, and/or bone graft failure. However, loosening, migration, prosthesis fracture, and the series of events cannot be confirmed and potential contributions of user-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images or radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.